Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. Suspected cause was due to customer delivering multiples boluses to address an elevated bg caused by consuming food. Customer was provided with juice to address low bg. Subsequently, customer was hospitalized and was treated with glucose drip. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. A system check was performed and the pump performed as intended during the event.